Event description:
It was reported that the 9800 system booted up to the collimator iris pot error and the collimator stuck error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the hv cable assembly and calibrated the collimator. The system operates as intended.